Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not properly delivering insulin. Additionally, it was reported that there was no insulin coming out of the cartridge pigtail and that an empty cartridge alarm (alarm 8) occurred. Customer was hospitalized with elevated blood glucose (bg) levels that ranged between 390-507 mg/dl and went into diabetic ketoacidosis. Customer received a sodium and insulin drip to address bg levels. Customer was released from the hospital on (B)(6) 2020. Reportedly, the customer had lantus as alternate insulin therapy.